Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the metriq tubing set was bent which prevented irrigation to flow. The device was replaced with a new one and procedure was completed successfully. No patient complications occurred. The device will not be returned due to disposal.